Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient programmer was not communicating with the ins on the right side, keeps seeing poor communication. They tried troubleshooting with the antenna and the issue remained unresolved. No patient symptoms or further complications were reported as a result of this event.